Manufacturer narrative:
Date of event: correction from (B)(6) 2018 to (B)(6) 2018. Serial: correction from (B)(4) to (B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the odor/smells issue, and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the odor/smells issue was reviewed within the past six months and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The part was not available for return and further analysis. The assignable cause of the odor/smells issue is the vacuum pump. The field service engineer replaced this part and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).

Manufacturer narrative:
A field service engineer was dispatched to the customer site. The vacuum pump was replaced to resolve the odor/smells issue. Issue. Unit meets specifications and was returned to service. Asp complaint ref #:(B)(4).

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
A customer reported an event of an "abnormal smell" emitting from the sterrad® nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.